Event description:
It was reported that after an unrelated surgical procedure, the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed and the alert was cleared. The patient would be monitored.

Manufacturer narrative:
.